Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level below 28 mg/dl. Customer's blood glucose level was 40 mg/dl at the time of call. Customer¿s experienced blood glucose level 46 mg/dl. Customer was treated with food. Customer was not alleging insulin pump for over delivering. Customer declined troubleshoot for low blood glucose level. Customer stated that the insulin pump was working fine. The insulin pump will not be returned for analysis.